Event description:
On (B)(6), 2012 the reporter, the patient's mother, contacted animas to report an issue with the pump insulin delivery and history. Over several days, the patient obtained elevated blood glucose readings ranging from 242 mg/dl to 524 mg/dl. During that time period, the patient experienced the symptoms of nausea, vomiting, frequent urination, abdominal cramps, shortness of breath and cramps. The patient also tested positive for large amounts of urinary ketones. The patient corrected her blood glucose levels with bolus doses of insulin given via a syringe injection. The patient claimed she "sometimes" used the pump for bolus doses. The patient claimed she took bolus dose of insulin via the pump, however the pump history did not reflect those doses. On (B)(6) 2012 the pump history recorded no bolus doses, and in the tdd (total daily dose), it is noted 1.0 unit was given. The patient also reported that on (B)(6), 2012 at 12:00 pm she obtained the blood glucose reading of 64 mg/dl and experienced the symptom of shaking. The patient administered self-treatment by consuming food and sugar. Her subsequent blood glucose reading was 110 mg/dl. Troubleshooting revealed that earlier on the day of this event, the patient had taken 15 units at 8:00 am and another dose of insulin (unknown) at 10:30 am via syringe injection. The patient was not using the pump and its "insulin on board" function to calculate appropriate bolus doses. Troubleshooting revealed the pump settings, basal setting, and date/time were correct, and that there were no issues with the infusion set or infusion site. The pump's history revealed the patient had not replaced the infusion site between (B)(6), 2012. The patients technique may have been incorrect by stacking insulin doses, which may have contributed to the hypoglycemic event. It is not clear if the reported pump may have contributed to the patient's hyperglycemia, as the pump was not always used for bolus doses. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 09/06/2012 device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2012 with the following findings: there was no activity outside normal patient use observed in the black box or download history. A review of the bolus history indicated no boluses delivered on (B)(6) 2012. On (B)(6) 2012 at 11:31pm a 10.00 unit extended combo bolus was delivered with the duration set to 0.5 hours. The last 1.00 unit of the extended combo bolus was completed on (B)(6) 2012 at 12:00 am; therefore the total daily dose appeared to be inaccurate on (B)(6) 2012. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a faded/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.